Manufacturer narrative:
The device has been requested to return to intera for evaluation but has not yet been received. When the device evaluation is completed, a supplemental report will be filed. Blank fields in the MDR form represents unknown information.

Event description:
It was reported to intera by a healthcare provider that a patient with an intera 3000 hepatic artery infusion pump had increasing residual volumes with each refill over the course of the last 3 refills. Tpa was administered on (B)(6) 2024 and patient returned to clinic for reassessment of catheter patency on (B)(6) 2024. It was later reported that the healthcare provider administered "the first dose of tpa 2 mg and let it dwell for 1 week. Approximately 3 ml of heparin/saline infused. [They] instilled another 2 mg of tpa, let it dwell for about 30 minutes, and then we performed a pump study that showed no additional flow." The pump was explanted on (B)(6) 2024. It was reported that the healthcare provider believed this was an arterial issue with the patient. The device was requested to be returned to intera, but has not yet been received.

Manufacturer narrative:
The device history record was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. The device was returned and tested under test protocol. In summary, the device passed all functional and performance testing: reservoir evacuation, flow test, inadvertent bolus, and pressure/volume. No device defect was detected. Therefore, it is surmised that catheter thrombosis formed unrelated to device performance. Thrombosis is a known adverse event that is listed on the labeling of the intera 3000 IFU. If additional information is received at a later date, a supplemental report will be filed.

Event description:
It was reported to intera by a healthcare provider that a patient with an intera 3000 hepatic artery infusion pump had increasing residual volumes with each refill over the course of the last 3 refills. Tpa was administered on 7/2/2024 and patient returned to clinic for reassessment of catheter patency on 7/9/2024. It was later reported that the healthcare provider administered "the first dose of tpa 2 mg and let it dwell for 1 week. Approximately 3 ml of heparin/saline infused. [They] instilled another 2 mg of tpa, let it dwell for about 30 minutes, and then we performed a pump study that showed no additional flow." The pump was explanted 7/11/2024. It was reported that the healthcare provider believed this was an arterial issue with the patient. The device was requested to be returned to intera, but has not yet been received.